Manufacturer narrative:
Evaluation codes: updated. Device evaluation: only one, used and decontaminated, product was returned for investigation. Under visual inspection it was noticed that the inner cannula is cracked. The complaint was confirmed. Investigation results indicates that it is the most probable cause for the reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.

Event description:
A new inner cannula was put in place for the patient on (B)(6) 2023 due to a product malfunction reported with (B)(4); same patient identifier (B)(6). After 4 days it was found that the new inner was broken again. It was not reported how the event was resolved for the second occurrence.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.